Event description:
Meter name: one touch basic. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were hospitalized. Their meter allegedly had no power. The result on their meter was unable to test. The result on the hospital meter was unknown. There was no comparison. Treatment was unknown IV fluids for two days. No further information has been reported.